Event description:
While monitoring a patient for etco2 the respiratory therapist (rcp) noted a low battery message on the etco2 monitor. The therapist noted that the monitor was connected to ac power but there was not an ac connected indication on the monitor. The rcp located and attempted to exchange the monitor but noted the same issue and the second monitor. The rcp continued the search and found an operational monitor and exchanged with the defective monitor in order to continue monitoring patient's etco2. An additional check of the capnometers found an additional monitor that would not indicate unit plugged into ac and charge. Units sent to biomedical for repair and reporting. Biomedical found that a previous medwatch was filed on the same manufacture/model with the same issue. Manufacturer response for respiratory etco2 monitor, capnostream 35 (per site reporter). Manufacturer aware of this issue from previous event.